Manufacturer narrative:
Results: product was received in three incomplete lead segments. The damage observed on the lead segments was consistent with explant damage. No functional testing was performed on the lead segments. The device was received in a condition which made analysis impossible. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2007 with two percutaneous leads. It was reported that the pt was explanted due to the system no longer providing pain relief and the scs system intensified her back pain when turned on.